Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat the mid circumflex. A 3.50 x 20mm nc trek failed to inflate at the lesion. Another same size device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.